Event description:
The lay user/patient contacted lifescan alleging that the one touch ultralink meter was having the following power related issue: last result frozen on the screen, which was unresolved with troubleshooting. There were no allegations of harm or injury.